Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provide (hcp) via a manufacturing representative (rep) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient had infection and the pump was explanted. Nobody was made aware of the event. The surgeon re-implanted a new pump today (B)(6) 2026. It was unknown of signs or symptoms the patient was experiencing related to the device. It was unknown whether the diagnostics/troubleshooting were performed. The issue was resolved at the time of the report.